Event description:
Medtronic valiant navion thoracic stent implanted into descending aorta; it has been leaking as shown in cta taken (B)(6) 2020 and ever since. The stent has been recalled 2021. Reference report mw5115701.